Manufacturer narrative:
This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information and or the completion of the investigation by the manufacturing plant.

Event description:
On (B)(6) 2022 to anika that during a total wrist case for a 63-year-old white male patient with no relevant medical history the threader broke upon insertion of final implant. The threads broke off in the implant making it unusable. The implant was removed using an osteotome and a new implant was opened and inserted. The event was remedied by removing the original and replacing with a new implant. There was no visual anomalies or evidence of tampering observed. X-ray was used during the procedure. There was a minor delay with the procedure and there was no negative impact on the patient.

Manufacturer narrative:
This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information and or the completion of the investigation by the manufacturing plant. Supplemental report: this case has been re-assessed. This case has been re-assessed. Based on the information provided, this case does not meet the requirements of a vigilance report. There was no significant delay in the procedure, there was no negative patient impact. A replacement instrument was used during the procedure and the procedure was completed without any delay. The device was not explanted and there was no revision procedure. A supplemental report will be submitted upon receipt of new and relevant information that changes the vigilance reporting requirements for this case.

Event description:
On 27may2022 to anika that during a total wrist case for a 63-year-old white male patient with no relevant medical history the threader broke upon insertion of final implant. The threads broke off in the implant making it unusable. The implant was removed using an osteotome and a new implant was opened and inserted. The event was remedied by removing the original and replacing with a new implant. There was no visual anomalies or evidence of tampering observed. X-ray was used during the procedure. There was a minor delay with the procedure and there was no negative impact on the patient.